Event description:
The hospital reported that the hemopro2 extension cable was delivering intermittent power. It was likely at the end of the cycle.

Manufacturer narrative:
The reported device has been returned to maquet, but has not yet been evaluated. A supplemental report will be provided once the results of the evaluation are available. Since this is an OEM supplied device, a lot history review is not applicable. Internal complaint number - (B)(4).